Event description:
It was reported that the physician inquired if there was a lead issue. Technical review of a save to disk file revealed the patient was exposed to an external source of electromagnetic interference resulting in oversensing of noise and delivery of an inappropriate shock. Technical services advised they inquire what the patient was doing at that time. The implantable cardioverter defibrillator (ICD) and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).